Event description:
Customer reported a communications failed message. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image processor board. System operates as intended.